Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator developed pain after stage 2 implant around their device and down their leg. There was no change when the device was off. The surgeon switched the ins site from right to left. The patient was given medication prior to the surgical intervention. The physician believed that the location of the device may have caused the pain. The patient is expected to fully recover. There were no known device issues.

Manufacturer narrative:
Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of discomfort and implant pain were defined in the product risk documentation. These event types have been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this neurostimulator developed pain after stage 2 implant around their device and down their leg. There was no change when the device was off. The surgeon switched the ins site from right to left. The patient was given medication prior to the surgical intervention. The physician believed that the location of the device may have caused the pain. The patient is expected to fully recover. There were no known device issues.